Event description:
It was reported that the patient presented in clinic for a routine device check. It was noted that the right ventricular (rv) lead exhibited increased of capture threshold possibly due to micro-dislodgement. It was noted under fluoroscopy, the rv lead was still attached to the rv septum. The rv lead was repositioned on (B)(6) 2025 with good sensing, impedance and thresholds. The patient was stable throughout.